Event description:
Updates on the reported event. The event occurred before the procedure. No further information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response/updates.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, d8, d9, g3, g6, h2, h4, h6 and h10. The returned device was inspected locally at oth (olympus thailand) repair center . The complaint was confirmed. It was found that both check probe and error indicators were illuminated red. No physical damage was noted. Dhrs (device history records) for this product have been reviewed. This unit was manufactured on 19mar2021. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the investigation, the root cause of the reported issue could not be determined at this time. Possible situations related to the reported failures are addressed in the device IFU on page 30 as the followings: - regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." (Spl-IFU_an, page 30) - for the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." (Spl-IFU_an, page 30) olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The root cause of the reported issue cannot be determined at this time. Investigation is ongoing . This report will be supplemented accordingly following investigation.

Event description:
Customer called reported an error signal showing on the device transducer (spl-t). The fse (field service engineer) visited the site and found the same issue. Fse brought another spl-sr system to check the spl-t and had the same issue, the transducer (spl-t) error remained on both spl-sr devices. The subject device transducer was brought back to qis (quality inspection site). The issue found during an unspecified procedure. There was no patient harm or injury reported on this reported event. No user injury reported.